Manufacturer narrative:
Additional information was received providing patient pre-operative vision information: uncorrected visual acuity (ucva) 20/100. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6b date explanted: not applicable as the iol remains implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation as it remains implanted in the patient¿s ocular sinister (left eye). Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
After the zcb00 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye), there was reportedly a small irregularity outside of the optic that could not be polished off. The iol remains implanted as the small irregularity was visually insignificant and the patient has not reported any visual issues related to the small irregularity. It is unknown if there was a procedural delay however, there was no incision enlargement, medical attention, medication prescribed, suture(s), or vitrectomy. There are no plans for medical/surgical intervention to address the small irregularity. Post-operative vision was reported as: 1d - uc 20/30 / 1w - bc 20/20, pre-operative vision information, however, is unknown. Patient's daily activities are not significantly affected and she has fully recovered. No further information is available.